Event description:
Event description guidant received information that this device was checked six months ago and the battery gas guage was 3/4 full with an expected longevity remaining of 5 years. Today, the gas gauge is 1/2 full and the longevity remaining is 3.5 years. The device is on an advisory.